Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned during a routine device change due to high pacing thresholds, and decreased sensing amplitude. A new rv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device remains in-service and was not returned by the customer; therefore, no product analysis could be performed.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned during a routine device change due to high pacing thresholds, and decreased sensing amplitude. A new rv lead was successfully placed. No additional adverse patient effects were reported.